Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced right heart failure, with peripheral edema. The causal relationship was considered low but could not be denied. Cardiac catheterization was performed.

Event description:
The patient was admitted from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
Section a: patient information corrected. Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. The ¿introduction¿ section of the IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The ¿patient care and management¿ section outlines indications of right heart failure as well as possible treatments. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.